Manufacturer narrative:
(B)(4). Concomitant medical products: patella unknown, catalog # unknown, and lot # unknown. Femur cement cruciate retaining standard, catalog # 42502606602, lot # 62945429. Tibia cemented 5 degree stemmed, catalog # 42532007502, lot # 63078128. Palacos cement, catalog # 00111214001, lot # 81784428. Palacos cement, catalog # 00111214001, lot # 81784426. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an irrigation and debridement procedure of the bursa. Operative reports also note the polyethylene bearing was removed and replaced due to inflammation and irritation.